Event description:
It was reported that during the implant attempt, the patient experienced diaphragmatic stimulation when attempting to place the left ventricular (lv) lead. The lead was removed and not replaced as there were no further branches available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.